Manufacturer narrative:
(B)(4). Eval, results: deployment failure. Vessel tortuosity. Eval, conclusion: vessel tortuosity.

Event description:
An endurant bifurcated stent graft system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm of an unk size. Vessels were moderately tortuous and mildly calcified. It was reported that the stent graft delivery system was advanced without issues in the abdominal aorta; however, during deployment, the physician felt heavy resistance while rotating the handle. As the resistance was considered unusual, the physician elected to abort the procedure. The femoral access was closed, but the intervention was postponed. The physician then tried to deploy the stent graft on the sterile table, which was completed with great difficulty. No clinical sequelae were reported, and the pt is fine. The delivery system has been received by medtronic, and its eval is pending. An internal review of the angiogram of the attempted implantation were inconclusive as to the possible cause of the deployment difficulties. The bifurcated stent graft delivery system was brought up to position at the renal arteries via the right side; the iliac arteries did not appear very tortuous. Deployment was not seen on the angiogram.